Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd) issues. It was noted that the longevity changed from 6.5 years to 4.5 years within a year. Technical services (ts) confirmed through a data analysis that the power consumption had been increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd) issues. It was noted that the longevity changed from 6.5 years to 4.5 years within a year. Technical services (ts) confirmed through a data analysis that the power consumption had been increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. A visual inspection found no anomalies. A longevity calculation was performed, and the device reported that the power is higher than the calculated power. The pulse generator diagnostics concluded that the device showed a gradual increase in power consumption. The power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. The coulomb count shows high current drain in the v230 supply.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd) issues. It was noted that the longevity changed from 6.5 years to 4.5 years within a year. Technical services (ts) confirmed through a data analysis that the power consumption had been increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.